Event description:
It was reported that guide wire tip detachment occurred. The highly stenosed target lesion was located in the severely calcified vessel below the knee. A v-14 control wire was advanced to cross the lesion. However, during the procedure the tip of the wire sheared off in the vessel. No further patient complications were reported.

Event description:
It was reported that guide wire tip detachment occurred. The highly stenosed target lesion was located in the severely calcified vessel below the knee. A v-14 control wire was advanced to cross the lesion. However, during the procedure the tip of the wire sheared off in the vessel. No further patient complications were reported. It was further reported that the detached tip lodged into one of the tibial branches and was attempted to be snared but was unsuccessful. The tip was not removed. The patient remained stable.